Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain upon bending') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy uncontrolled bleeding"), abdominal distension ("bloating"), migraine ("migraine"), cluster headache ("cluster headaches"), dysgeusia ("metallic taste in mouth"), dizziness ("light headedness"), rash ("rashes"), pruritus ("itchy skin"), mood swings ("mood swings"), depression ("depression"), libido decreased ("low libido"), dyspareunia ("dyspareunia"), abdominal cramps ("awful pain cramps"), arthralgia ("chronic pain with swelling in joints") and urine odour abnormal ("metallic smelling urine"). The patient was treated with surgery (underwent a surgical removal of the essure devices). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, abdominal distension, migraine, cluster headache, dysgeusia, dizziness, rash, pruritus, mood swings, depression, libido decreased, dyspareunia, abdominal cramps, arthralgia and urine odour abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, cluster headache, depression, dizziness, dysgeusia, dyspareunia, genital haemorrhage, libido decreased, migraine, mood swings, pruritus, rash, urine odour abnormal and abdominal cramps to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - awful pain cramps, chronic pain with swelling in joints and metallic smell urine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received: additional reporter were added, event - awful pain cramps, chronic pain with swelling in joints and metallic smell urine. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain upon bending") and genital haemorrhage ("heavy uncontrolled bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), migraine ("migraine"), cluster headache ("cluster headaches"), dysgeusia ("metallic taste in mouth"), dizziness ("light headedness"), rash ("rashes"), pruritus ("itchy skin"), mood swings ("mood swings"), depression ("depression"), libido decreased ("low libido") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent a surgical removal of the essure devices). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, abdominal distension, migraine, cluster headache, dysgeusia, dizziness, rash, pruritus, mood swings, depression, libido decreased and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, cluster headache, depression, dizziness, dysgeusia, dyspareunia, genital haemorrhage, libido decreased, migraine, mood swings, pruritus and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.